Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One filled sample was received with fluid inside the housing. The initial visual inspection and functional leak test of the sample confirmed the leak was coming from the welded area of the volume indicator port. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that one infusor device was observed leaking into the housing of the unit. The exact location of this leak was not reported. This occurred during patient infusion, though there was no patient injury or adverse event in association with this event. The drug being infused at the time is unknown. No additional information is available.